Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10: 00598603702 - stemmed nonaugmentable tibial component option cr/ps/lps size 4 for cemented use only - 63938688. 00576401552 - femoral component option for cemented use only size e right - 63790766. 00597206532 - all poly patella standard cemented size 32 mm diameter 8.5 mm thickness - 64024240. 5036964 - palacos cement - 87954717. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2023-00015, 3007963827-2023-00017, 0002648920-2023-00014.

Event description:
It was reported that the patient is suffering from knee swelling and pain four years post right knee arthroplasty. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) concomitant medical products: unknown - unknown tibial component - unknown. Unknown - unknown femoral component - unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00136, 0001822565-2023-00137.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: no medical/follow up records after discharge, patient alleges pain and swelling in the operative knee, patient states implants have been recalled. The complaint is unconfirmed. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.